Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following an intraocular lens implant procedure, the patient can't see as well now, wishes it was never done. Additional information has been requested.

Event description:
Additional information has been requested and received which states the vision was not as bad as the surgeon mentioned.

Manufacturer narrative:
Additional information provided in b.5. And h.3. The manufacturer internal reference number is: (B)(4).